Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 5:30 pm with a high blood glucose level of 1000 mg/dl. The customer was treated for their blood glucose with manual injections. The customer does not know why their blood glucose was high. The customer was assisted with checking the settings on their insulin pump but no malfunctions were discovered.